Manufacturer narrative:
Event date: date inaccurate, only the year is valid. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a friend/family member regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient's ins stopped working and was replaced with a different ins. When asked for further details, it was noted that the ins wouldn't charge. The caller didn't have any other details.